Manufacturer narrative:
Removal of easyspine system, no information about the reason of the revision, no other information provided : date of initial surgery is unknown. No x-rays provided. Explanted products were not returned, ref and lot # are unknown. Additional information was requested. Device not returned.

Event description:
Revision to remove easyspine system for unknown reason.

Manufacturer narrative:
No additional information received despite several attempts. Regarding lack of information available, the root cause of the revision can not be determined.